Manufacturer narrative:
The reported events were sensing noise and mode switch. A complete lead was returned in one piece. The reported event of sensing noise was confirmed. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. Prior to procedure, the right atrial (ra) lead was noted to exhibit noise oversensing resulting in inappropriate mode switch upon device interrogation. The ra lead was explanted and replaced. There were no patient consequences.